Event description:
It was reported following a percutaneous coronary intervention with taxus stent implantation, an angio-seal was used. Immediately, the pt experienced skin reaction at the groin site and a rash spread up to the chest. The pt then became hypotensive with blood pressure of 80/50. The pt experienced an anaphylaxis reaction and was intubated. Prompt administration of solumedrol, 60 mg followed by prednisone, 60 mg stabilized the pt. The pt also rec'd benadryl and epinephrine, doses unk. The pt was intubated and eventually stabilized. The pt has a medical history of multiple allergies and rheumatoid arthritis. The pt had ceased taking the steroid medication for the rheumatoid arthritis for 1 week prior to heart catheterization. Follow up allergy tests performed documented a strong response to latex. The physician states the event was caused by internal exposure to latex via IV tubing in conjunction with external contact.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined; however, the physician stated a latex allergy was the cause. The angio-seal device pt info guide states the angio-seal contains no latex. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The IFU state the safety and effectiveness of the angio-seal device has not been established in pts with pre-existing autoimmune disease.